Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. The original complaint was the device would not turn on. Eval of the device could not duplicate the reported error on the service bench. During eval a secondary finding was made. A review of the device's event log indicated a prior intermittent "defib comm fail" error had occurred. This type of error message is an indication that the device is unable to synchronize communcation within the device in a prescribed timeframe. The device was vibrated, visually inspected and electrically tested and no current error was detected. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.

Event description:
It was reported that the device would not turn on in test. Customer tried new batteries.